Manufacturer narrative:
This event is recorded by zimmer biomet under cmp (B)(4) g2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during receiving inspection, that the device's package was found to have debris in the sterile packaging. There was no harm or injury as there was no patient involvement. Due diligence is complete. No additional information is available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, h6, h2, h11. The investigation is complete. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.